Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: aw-cylinder/ tube and j-tube had foreign objects is cause is traced to failure to follow instructions. C-cover, a-rubber adhesive and connecting tube had foreign objects cause is not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited foreign objects in the aw-cylinder/tube, j-tube, c-cover, a-rubber adhesive and connecting tube. There was no patient involvement.